Manufacturer narrative:
Patient's mr images were received on february 15, 2018. Medical advisor consultant and augmenix cto reviewed the mr images and suspected that the hydrogel was injected into a vein. On february 16, 2018 augmenix cto contacted the complainant physician and informed him that we suspected that the hydrogel was injected into a vein. This could have happened as a result of needle tip movement between hydrodissection and the hydrogel injection or that a thin vein wall occluded needle level during aspiration. Per complainant physician the patient has been asymptomatic since the hydrogel placement date and that no medical intervention was required. Patient is doing well and is receiving radiation therapy as planned.

Event description:
Hydrodissection went very well and confirmed needle position in both ultrasound views. Aspirated and then put on the spaceoar syringe. Injected gel and saw very small very quick sparkle of gel and then looked like nothing happened. Space didn't open and gel looked to not be there. During follow up MRI there appeared to be a small 2.4mm spacein one spot but upon reviewing the MRI slices that small space disappeared.